Manufacturer narrative:
H3 other text: not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The trilogy ev300 ventilator was returned to the manufacturer for evaluation. The product investigation lab confirmed error code e-144, e-155 and e-223. The following was replaced and calibrated to correct the issues: pca system and f1o2 sensor. The evo system pca has been scrapped.